Manufacturer narrative:
(B)(4). The device has been received by baxter. The initial evaluation confirmed the reported condition, but the evaluation has not yet been completed. Upon completion of baxter's investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Homechoice was returned for device evaluation for the reported issue of increased intra-peritoneal volume (iipv). The reported issue was confirmed in the event history log review. The cause was undetermined.

Event description:
It was reported that an inaccurate fluid reading on a homechoice (hc) device during drain 2 of 5, patient connected. The home patient (hp) stated he called earlier because drain was taking a long time on drain 2/5. The hp now states that he is still draining and machine will not move on but the numbers are increasing. The hp states the drain volume (dv) shows 46, 213ml and is increasing. The baxter technical service representative (tsr) had him read the number again; same 46, 213ml. The tsr had the hp triple check the numbers with same results. The tsr asked hp if he had any symptoms of increased intra-peritoneal volume (iipv) and the hp stated he had no symptoms. The tsr explained to the hp this volume is excessive. The hp understood. The tsr assisted with ending therapy. The hc then displayed a high drain/call pd nurse alarm. The tsr reviewed the numbers: current ultrafiltration (cuf) 95,679 ml, cycle 1 uf 95,679 ml. The tsr advised the hp that we will swap the machine. The hp will use manual bags for tonight's therapy, and will follow up with the nurse. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. (B)(4) 2013, product surveillance quality associate spoke to the dialysis nurse regarding the events occurring on (B)(6) 2013. She stated they had resolved the problem, there were no symptoms of iipv, and the lpfv was 2200 ml. The hp received his new hc and has had no problems since.

Manufacturer narrative:
(B)(4) a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.